Event description:
Disposable hot biopsy forceps used one time. When attempting to cauterize a polyp #2, it was noted that one side of forceps (a cup) was missing. Broken pieces retrieved. Coag setting of 4 used; all pieces retrieved.